Event description:
The manufacturer received information alleging a ventilator's internal battery was faulty. There was no harm or injury reported. During the evaluation of the device at a third party service center, a failure of the device's internal battery was observed. The device's internal battery was replaced to address the issue.